Event description:
Note: this report pertains to one of two devices that were used during the same procedure. MFR report 3005099803-2008-00261 addresses the second device. A one step button was used during a button (peg) placement procedure on a male pt in 2008. According to the complainant, the procedure "was extremely difficult [and two pegs] were broken during attempted insertions." The physician aborted the procedure and the pt was discharged ("the pt could be fed through an ng tube"). The pt returned to the emergency that evening (approximately five hours later) with "fever and tachycardia." A CT scan indicated pneumoperitoneum. The pt was also septic. The "[patient required surgical intervention (stamm gastrostomy)...." At the conclusion of the procedure, the pt's condition was reported as "stable".

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available and the relationship between the device and the cause of this event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for the lot. The january 2007 15-month one step button - enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.